Manufacturer narrative:
Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two spectrum pumps experienced drug infusions at rates higher than allowed in the medication drug library during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.